Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient was unable to set to MRI mode. Diagnostics found that the lead was fully impeded. Surgical intervention may be taken at a later date.